Event description:
It was reported that a vascular stent could not cross a heavily calcified lesion. Another vascular stent was deployed successfully without incident. The returned device evaluation revealed a partially deployed stent. There was no report of pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.